Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to confirm unexpected battery power loss and unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. The customer blood glucose level was 250 mg/dl at the time of incident. The insulin pump will be returned for analysis.